Event description:
In 2008, the pt reported his insulin infusion device displayed an e2 (battery depleted) message without first displaying an a2 (battery low) message. He stated that he has previously always received an a2 first. He stated he has discarded the battery he was using at the time of the incident. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.